Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as re-using a drain bag. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date the patient began treatment with intraperitoneal (ip) injection of ceftazidime (1gm daily, duration not reported) and ip vancomycin (750 mg once in five days, duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.